Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There wa sno patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and has started the investigation. The air gas module was replaced and the ventilator was put back in service. Replaced part has been requested, but not yet received. A supplemental MDR report will be sent when the investigation is completed.